Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, [baker grade unknown] and patient developed a seroma at the site of insertion. The rash with the natrelle implant occurs in same location as site of seroma" . This record is for unknow side. The device remains implanted.